Event description:
The customer complained of high blood glucose levels. The reported blood glucose level was 278 mg/dl. Troubleshooting was performed, and the insulin pump failed the high pressure test. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan until a replacement insulin pump could be delivered to her.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.